Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 40mm abdominal aortic aneurysm. It was reported that during the index procedure, while attempting to insert the bifurcate stent graft via the left side, it could not be advanced. It was attempted to pass through a non mdt sheath but also could not be delivered. A non mdt stent was placed in advance and angioplasty performed but then a 16fr or 18fr sheath was unable to be delivered and so the left side approach was discontinued. On attempting to deliver the device via the right side, the delivery system caught on a previously placed non mdt stent in the reia and could not be advanced. Angioplasty was performed with a balloon and eventually an 18fr non mdt sheath was inserted successfully. The 20fr endurant stent graft delivery system was able to be inserted but could not be delivered to the proposed implantation site. Angioplasty was repeated but still the device could not be delivered. A bigger balloon was then used and after further angioplasty the 20fr endurant stent graft was delivered to the target implantation site. The device was still stuck at the level of the bare stent and so deployment was not performed as usual, leading to a type ia endoleak. As the physician was unsure if a cuff would be able to be inserted and removed, the procedure was completed. As per the physician the cause of the event was due to patient vessel morphology, specifically severe calcification. It was noted that evar would not be considered in a similar case again. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
B:5 additional information received; after the event, when the heparin was neutralized, the endoleak seemed to disappear. There are no plans for additional intervention at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.